Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room during device change out procedure. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery, further troubleshooting could not be performed. The device was explanted and replaced. The condition of the patient was normal during and post operation.